Event description:
Consumer reports that she expereinced a toxic chemical reaction while using product. Ophthalmologist reports pt experienced sudden intense limbal inflammation, epitheliopathy, followed by bilateral sloughing of corneal epitheliium and delayed wound healing. Initial observation of lid edema and chemosis, corneal abrasions appeared consistent with chemical keratitis. Event was treated with voltaren, ocuflox, cycloplegia with hyosine 1/4% and homatropine. When reepithelialization occurred treatment with inflamase forte q2h was initiated. Other therapeutic procedures utilized include bilateral pressure patching and a therapeutic contact lens os. Tarosorrhaphy os is being considered. Doctor reports a limbal conjunctival autograft may be required.